Event description:
A journal article reported the results of a retrospective study comparing the effectiveness of the glaucoma mini-shunt to standard trabeculectomy in the surgical treatment of glaucoma. The authors retrospectively reviewed records of 76 eyes of 69 consecutive subjects who had the mini-shunt implants, who had implants between (B)(6) 2006 to (B)(6) 2007 and 77 eyes of 65 consecutive controls who had trabeculectomy procedures during the time period of (B)(6) 2005 to (B)(6) 2006. All surgeries were performed by one of the authors. The primary outcomes assessed in the study were intraocular pressure (iop) at the most recent clinic visit and the rate of postoperative complications. Success was defined as having an iop from 5 to 21 mm hg. Failure was defined by having any of the following: iop greater than 21 mmhg on the most recent clinic visit, io less than 5 mm hg, or the need to have further glaucoma surgery on the eye of note within the f/u period of 15 months. Secondary outcomes that were assessed included the number of postoperative mediations and the need for nonoperative procedures such as laser suture lysis, 6-fluorouracil (5-fu) injection, bleb needling, and opthalmic viscoelastic device injection for anterior chamber reformation. Complete success was defined as meeting the original success criteria or not requiring any glaucoma medications for iop control postoperatively. Qualified success was defined as meeting the original success criteria, but requiring one or more glaucoma medications in the postoperative period to maintain control. The shunt and trabeculectomy groups had statistically similar mean iops postoperatively. However, the shunt group had a statistically greater percent reduction in iop from baseline on postoperative day 1 and week 1. After week 1, there was no difference in the percent of iop reduction for the two groups. The shunt group had an overall greater surgical success rate than the standard trabeculectomy group, 82% and 71% respectively. The shunt group cases met success criteria, 85% were complete successes and the remaining 15% were qualified successes. In the shunt group, there were a total of 14 surgical failures: 7 because they had an iop outside of the success criteria recorded at their most recent visit and 8 because they required further glaucoma surgery in the eye of note (one pt was in both categories). This compared to 22 failures in the standard trabeculectomy group. There were no significant differences in the number of times laser suture lysis, a procedure to control iol postoperatively, was done in the two groups. The shunt group had 34 laser suture lysis procedures and the trabeculectomy group had 41. There was no significant differences in the times 5-fu administered to prevent bleb fibrosis (two times in each group). Bleb needling, a procedure used to salvage a failing bleb, was performed one time in each group. There was a much higher percentage of cases of hypotony in the standard trabeculectomy group compared to the shunt group. Reported complications for the shunt group included: bleb leak (22), choroidal effusion (3), hypotony maculopathy (2), hyphema (1), shallow anterior chamber (4), and hypotony (3). Complications between the trabeculectomy and shunt groups were not statistically different except in the number of pts who developed early postoperative hypotony (16% in the standard trabeculectomy group and 4% in the shunt group). This study concluded that the shunt was at least as effective in the management of glaucoma as standard trabeculectomy. The authors concluded that their results supported the use of the shunt as a viable alternative to the standard trabeculectomy. This medical device report is being filed to summarize the reportable data.

Manufacturer narrative:
Eval summary; no sample was returned with this complaint. No traceable data to the mfg documentation: no data regarding product identity was received i.e. No lot or serial number was indicated for the event; therefore, the device history record (DHR) could not be reviewed. The root cause could not be determined. Additional info was requested on 01/23/2012 and 02/03/2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4). A comparison of the express mini glaucoma shunt with standard trabeluctomy in the surgical treatment of glaucoma. Ophthalmic surgery, laser and imaging.: 42:2011;453-459. (B)(4).